Event description:
It was reported to covidien that the display is missing segments. The unit was brought to the biomed department, but it is unk which department brought the unit to biomed. No further info could be obtained. There was no pt harm reported.